Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose difference. Customer's blood glucose was 8.0 mmol/l. The customer sensor glucose reading was 3.0. The customer was putting into suspend. The customer also reported the change sensor alert. Customer's blood glucose was 8.0 mmol/l. The calibration not accepted. The customer stated that the change sensor alert occured after 2nd consecutive calibration error. The customer was advised to removed and change sensor.